Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured distal at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits signs of melting and burnt, erased red octagonal sign, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 48328 joules and 10 minutes "forward firing" was observed. The fiber was exchanged and the second fiber was used to complete the procedure at 263,211 joules. The tip of the fiber was cleaned during the procedure. Patient injury: "no".